Event description:
It was reported that about two weeks after device implant, the patient stated that their heart was going too fast with little physical activity. The patient also reported that they were scheduled to see their physician for a pacemaker check in five days. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).